Manufacturer narrative:
(B)(4) there is very limited information on the complaint and furthermore no physical investigation or assessment has been conducted on the defective part. Since there was no sample returned for this complaint, further investigation for the actual root cause could not be determined. Therefore, this complaint could not be confirmed. If the alleged defect samples become available at a later date, this complaint will be updated. Accordingly. Other remarks: n/a corrected data: n/a

Event description:
It was reported that "this is a summary of our experience with their tracheal tubes at atlas, which we found kinked. We have experienced anesthesiologists and crnas working at this site who complained that the connectors of our previous tracheal tubes slipped out unexpectedly. The connectors in the rusch tubes you supplied indeed stayed in place so we solved that problem. However our staff experienced a new issue, much to our surprise at least 10 episodes of tracheal tubes kinking intraoperatively since introducing rusch tubes. The practitioners noticed the tidal volumes progressively decreased during the surgery despite their efforts to adjust the ventilator settings and administer more muscle relaxants to compensate". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). N/a other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "this is a summary of our experience with their tracheal tubes at atlas, which we found kinked. We have experienced anesthesiologists and crnas working at this site who complained that the connectors of our previous tracheal tubes slipped out unexpectedly. The connectors in the rusch tubes you supplied indeed stayed in place so we solved that problem. However our staff experienced a new issue, much to our surprise at least 10 episodes of tracheal tubes kinking intraoperatively since introducing rusch tubes. The practitioners noticed the tidal volumes progressively decreased during the surgery despite their efforts to adjust the ventilator settings and administer more muscle relaxants to compensate". No report of patient harm or injury.